Manufacturer narrative:
(B)(4). The sample was received for evaluation. A visual exam was performed and a tear was found on the parting line on the cuff. Functional testing was also performed and the sample was immersed in water. A bubble was found on the tear location indicating a leak. A device history record review was performed and no relevant findings were identified. Based on the investigation performed, the reported complaint was confirmed. The root cause was found to be manufacturing related. A non-conformance was opened to further address this issue.

Event description:
It was reported that "the air bag was found leakage during using on the patient". No patient harm, injury, or desaturation reported. Patient condition reported as "fine".

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "the air bag was found leakage during using on the patient". No patient harm, injury, or desaturation reported. Patient condition reported as "fine".